Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). Attempts at re-education and troubleshooting were unsuccessful, and the patient underwent a revision procedure where the ipg was replaced. No further information has been obtained despite good faith efforts.

Event description:
It was reported the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). Attempts at re-education and troubleshooting were unsuccessful, and the patient underwent a revision procedure where the ipg was replaced. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2021. Device analysis performed on the returned implantable pulse generator (ipg) revealed the battery was in hibernation. However, the device was able to be fully charged in one charging cycle, and a review of the patients data confirmed stimulation was continuously active including during charging cycles. Although the ipg passed all functional tests, the battery depletion rate and quiescent current were higher than the normal range and the component that caused the device to be outside of the expected range could not be determined. Therefore, it was concluded that the reported event of difficulty charging the ipg was due to an unknown leaky component in the circuit.